Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline cut approximately 7¿ from the pump housing. The distal end of the driveline and the modular cable were not returned. Approximately 6¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. The device appeared to have been exposed to a fixative agent (e.g. Formalin) post-transplant. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed or adhered depositions or thrombus formations that would contribute to a functional issue. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of any developed depositions or thrombus formations within the device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists infection (localized, driveline, and pump pocket or pseudo pocket infection) as an adverse event that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas patient handbook also contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was transplanted due to a drive line infection of staphylococcus aureus.